Event description:
A customer contacted global technical service (gts) regarding a system error (se) 2058 alarm that had appeared on the home choice (hc) during fill. The technical service representative (tsr) explained the alarm to the home patient (hp) and had hp cycle power to clear the alarm. The alarm on the hc cleared and the hp resumed to fill. He hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(4) 2012 regarding the system error 2058 alarm. The rn reported that they were unaware of the home patient having that alarm. The rn stated that they had seen the hp recently and she did not report any problems. The rn stated that the hp had not swapped her machine, so she the hp has been continuing therapy with no further issue regarding this alarm. Per rn, the hp did not have any injury or harm as a result of this incident. The rn stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further investigation. As a result, the reported issue was not confirmed and a cause could not be determined.